Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer reported that the issue with the battery was not resolved with a new battery. The customer also reported that they experienced high blood glucose due to bent cannulas. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur for the failed battery test alarm. The insulin pump will be returned for analysis.